Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had an intermittent power issue. The reporter stated that the battery compartment was found to be cracked. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-sep-2018 with the following findings: during investigation, the pump was returned with a cracked battery compartment. A test battery cap was able to secure enough and power up the pump. A 12 hr duration test was completed with a test cap and no power loss or rebooting occurred. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.